Event description:
The customer has been receiving ongoing questionable ion selective electrode (ise) sodium results on their cobas c111 (serial number (B)(4)). The customer provided data for five patients, of which there was one discrepant result reported outside the laboratory. The patient's initial sodium result was 132 mmol/l. On (B)(6) 2011, sample was repeated at a sister laboratory on a c501 analyzer. The repeat result was 141 mmol/l. The customer believed the repeat result was the correct result. There were no adverse affects to the patients as a result of this event. The field service representative determined the cause of this event was the electrode being too clean. He had the customer perform a second activation after the morning ise service action and then perform an additional ise activation at noon. He recommended they perform the additional activations everyday. Verified that by doing the additional activations, the sodium quality control results matched the laboratory's mean sodium quality control results.